Manufacturer narrative:
Pictures of the device have been provided. The lot/serial number has not been obtained yet. We are also attempting to obtain the device for evaluation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Complainant alleges "the 4mm kerrison rongeur broke while in use, all pieces retrieved and removed from sterile field and replaced. No harm to patient." This is logged in our complaint system as (B)(4).

Manufacturer narrative:
Only portions of the device were able to be returned for evaluation, as the upper portion was discarded. However, clear pictures were provided as well, which showed the upper portion and confirmed the complaint. This device was manufactured in december 2016, therefore the device has been in use for more than 6 years prior to the damage occurring. From the picture, it was confirmed that the screw fell out of the top sliding shaft, which caused the device to fall apart. It is likely that over time, the small screw on the top shaft worked its way loose and eventually fell out. The root cause is normal wear and tear over 6 years of use. If any additional relevant information is identified, it will be submitted in a supplemental report.